Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient was treated for extrusion, and infection following explant of the device. Extrusions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent implant of a bard/davol flat mesh during an unspecified vaginal repair procedure. On (B)(6) 2012 - the patient underwent removal of the bard/davol flat mesh due to exposed vaginal mesh. It is alleged in the patient's legal fact sheet that the patient suffered from pain, erosion, extrusion, infection, bleeding and explant.